Manufacturer narrative:
A.5 is unknown. The impella device investigation is underway. Upon completion of our analysis, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited continuous placement signal low alarms throughout impella support. Several attempts were made to reposition the device despite multiple attempts. The resolution for this issue is unknown. The device was normally explanted and it was reported that the patient survived the procedure.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data logs showed that the "placement signal low" alarm persisted throughout support. However, there were no abnormal placement signal metrics and all 5s parameters were within specification. Visual inspection of the returned pump revealed a significant catheter kink proximal to the kink protector. The optical sensor 5s parameters were out of specification. Optical continuity testing revealed optical fiber damage at the kink. However, based on the logs, the catheter kink was determined to be unrelated to the optical issue. In conclusion, it was determined that the cause of the optical signal issue was patient condition related. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B.7. Updated. D.7a. Updated. D.10. Updated. H.1., h.2., h.3., h.6., and h.10. Updated.